Event description:
It was reported that the image on the 9800 system went white during a case. The 9800 system could not be corrected to complete the procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. There was a screw found under the ii cover during the service call. The system was tested and found to be working as intended and put back into service.